Event description:
On date (B)(6), 2012, intuitive surgical received (B)(6) report from the FDA. The event details are provided below: multiple (5) version 12 tip covers did not adequately form to the tip of the monopolar hot shears, resulting in a loose fit and/or loss of integrity. In one case, the tip fell off into the patient's abdomen, but was retrieved.

Manufacturer narrative:
(B)(4). The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, tip cover accessory was successfully retrieved from the patient.